Event description:
According to a following physician form, the patient implanted with this graft required open ligation of their lumbars for an unknown reason on an unknown date.

Manufacturer narrative:
All available information indicates that this graft remains implanted. No additional information is available.